Manufacturer narrative:
The field service representative (fsr) verified the issue. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, a 'service reminder: charge batteries' message was displayed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 29-jan-2020 the system was used and there was no indication of a problem. On (B)(6) 2020 the system was powered up and the user was notified the battery life was exceeded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.